Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep said patient had MRI this morning and less than a minute into the scan patient felt burning sensation down her back and leg. It's been over an hour and patient still felt the sensation. Technical services recommended asking the facility the magnet strength, type of MRI, and the coil used on the patient. Rep said she redirected patient to her managing healthcare provider. Additional information was received from the rep.  Rep reported 1.5 t was performed, no coil was used. Pt was placed in MRI mode, exam was 7 seconds. Rep noted the machine used has a coil in it, and it was a horizontal closed bore MRI machine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep on may 15, 2024. The pt was redirected to see their doctor after this event, and the appointment is in (B)(6) 2024. The rep stated they followed up with the center to confirm the situation and they reported they did everything as they normally do for patients with stimulators. The rep also stated they had checked in with the patient throughout the day and by the end of the day the pt was fine.